Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A hemodialysis (hd) patient experienced pruritus during hd therapy. The cause was not reported. The patient was treated with diphenhydramine 25mg intravenous push. It was not reported if the patient was hospitalized for the event. The nurse reported the patient receives heparin and calcitriol during every treatment. Heparin was ruled out as a potential cause of the event. At the time of this report the patient continues to experience itching while on the exeltra 150 for which diphenhydramine is used for treatment. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.